Event description:
It was reported that during a peripheral stenting treatment procedure involving the left common iliac artery, a vessel dissection occurred. This was an elderly pt with a very tight lesion which had not been predilated. Upon deployment of the express-biliary ld pmtd 7.0x6x135 cm stent, the stent expanded and a very large dissection was noted near the proximal end of the stent. In the opinion of the physician, the dissection was not related to the express stent. The pt experienced some transient hypotension due to the bleeding from the dissection, but the physician deployed a covered stent to treat the dissection and the symptoms resolved. The procedure was successfully completed. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. No other complaints have been rec'd for this particular batch of devices. Should further relevant info become available; a supplemental medwatch report will be filed.